Event description:
Patient taken to operating room for open heart surgery. One minute after cross clamping, it was noted by the perfusionist that the blood in the line was a dark red color and it was determined there was no oxygen flow. The oxygen was immediately disconnected from the vaporizer/desflurane on pump and connected directly to an oxygen tank. The blood immediately began to turn a bright red. After full investigation, the physician determined the patient did not suffer any adverse consequences. No clear explantation was ever identified in this case. All equipment involved was evaluated by service representatives from hospital and by company with no issues found. Despite the patient having no adverse event, the surgery team requested this event be reported for increased awareness and to ascertain if similar events had occurred in other facilities.